Manufacturer narrative:
The device from the reported event has been returned for evaluation, however the device evaluation has not yet been conducted. Upon completion of the investigation, a supplemental medwatch will be submitted.(B)(4).

Event description:
As reported by angiodynamics' distributor in (B)(6), while using a convenience kit during a pci procedure, the end user noted leakage at the bonded connection site between the manifold and the contrast injection line resulting in air entering the system. The two components were crooked at the bonded connection. No air injection or patient injury was reported.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the preceptor dts and manifolds product family and the failure mode "air bubbles noted." No adverse trend was identified. The manifold bonded assembly was returned with the flexcil line at an angle/crooked. Visual inspection of the bond site showed no signs of any molding defects that would cause this type damage. The bond between the female of the contrast injection line and the rotating adaptor of the manifold was clear and secure, i.e. No evidence of excess bonding agent. The end user's complaint description is confirmed, as the returned sample failed leak testing. Based on the sample evaluation results and process controls in place to address this failure mode, possible root causes include the end user trying to tighten the bonded connection, handling damage during transit or that the responsible employees did not apply enough chemical adhesive when attaching the rotating adaptor. No other damage was noted to the returned sample. The employees involved in the assembly of the reported device lot have been made aware of this event and the applicable bonding procedure has been reviewed with them. (B)(4).